Event description:
Procedure type: bilateral inguenal hernia repair. According to the reporter, the distal tip of the trocar was strictured and surgeon had difficulty passing the scope through. After the dissection, and deflation the surgeon had difficulty removing the dissector balloon and ultimately ripped it. The case was completed with same device since the structural balloon was intact. The broken piece was retrieved with the use of graspers. This did not cause any delay to surgery of the incision to be extended. Pt is male, no relevant health history, current condition is well. No pt injury was reported.